Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted device has been returned and will be reviewed at corin along with the device manufacturing records. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit revision due to fracture of the stem.

Manufacturer narrative:
Per -1191 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history was requested in order to progress with the investigation of this event, however, this information was not provided and thus there was only very limited information available for the investigation. The appropriate device details were identified and the relevant device manufacturing records have been reviewed. This device conformed to material and dimensional specification at the time of manufacture. The explanted device was returned to corin and upon review it was found that the stem had fractured through the medial introducer hole, which is consistent with overload. Additionally the taperfit stem had been used in conjunction with a non-corin head. Based on our investigation, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit revision due to fracture of the stem. The date of primary surgery has not been provided and thus it is unknown how long this device was implanted. Please note: corin were notfiied of this event on (B)(6) 2018, however, at the time of notification there was no information (device details, x-rays, op notes, implant stickers, brand name etc.) Provided to confirm that the event involved a corin product. The explant was returned to corin on (B)(6) 2018 and we were then able to confirm that the device was a corin taperfit stem.